Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID (B)(6). It was reported that on (B)(6) 2019, the procedure was performed to treat a lesion in the 1st obtuse marginal artery. A 2.5 x 12 mm xience sierra stent was implanted without complication. On (B)(6) 2020, the patient presented to the emergency room with complaints of shortness of breath, hypoxemia and hypotension. Acute respiratory acidosis was diagnosed and the patient was placed on bilevel positive airway pressure (bipap). Intravenous (IV) dopamine was administered. Cardiac enzyme elevation and electrocardiogram changes were noted. Stent thrombosis was suspected; however, no additional testing was performed and the patient and family requested to be do not resuscitate (dnr) status and was admitted to hospice. The patient was discharged to hospice on (B)(6) 2020. On (B)(6) 2020, the patient passed away with acute on chronic respiratory failure. No autopsy was performed. Per study physician, the congestive heart failure, precipitating acute on chronic respiratory failure and cardio-pulmonary shock was caused by the possible stent thrombosis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The reported patient effect(s) of death, thrombosis, and hypotension are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H1: type of reportable event.